Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss and no blank display anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not reported. The customer stated they were changing out the battery prior to getting the blank screen. Troubleshooting was provided but the screen did not come back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.